Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported illumination issue with upper and lower lamps of the system. Surgical timing of the event and patient involvement are unknown. Additional information has been requested, but not received.

Manufacturer narrative:
The company service representative examined the system and was unable to replicate any issue related to the reported event. The company service representative noted seeing system message (sm) ¿failure to turn lamp on: lamp needs to be replaced. Please contact field service¿ and sm ¿the lamp in the table top illuminator needs to be replaced. Please contact field service¿. The company service representative replaced the xenon lamp to address the sm. The system was then tested and met all product specifications. The system was manufactured on august 10, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).